Event description:
A technician reported that a pt experienced a button hole during the procedure on the right eye. The button hole is located at the edge of the pocket, next to the canal. Additional info has been requested on multiple occasions, but not has been provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).